Event description:
It is reported that the device was implanted in 2006 and that the pt was revised in 2009, due to a stem becoming loose.

Manufacturer narrative:
Evaluation summary: pre- or post-op x-rays were not given. Pt's height, weight, and activity level are unk. It is unk if the stem was implanted with the correct orientation and correct fit as per surgical technique. Factors that may have contributed to cemented femoral implant loosening pertaining to the versys heritage femoral stem may be one or a combination of the following: insufficient cement mantle, lack or cement mantle uniformity, misalignment of stem, improper stem size selection, pt activity post-surgery. However, the exact cause of the alleged stem loosening cannot be determined at this time due to insufficient evidence. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify and evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re opened. Zimmer, inc considers the investigation closed.